Event description:
It was reported that an oil like substance combined with sterile water leaked out of the handpiece during use. It is unk if the oil entered the surgical site. The site was irrigated, but no add'l treatment was given to the pt. The surgeon used a back up device to successfully complete the procedure.

Manufacturer narrative:
The device was discarded at the account. No picture or sample was taken of the substance. The only substance in the product with the consistency of oil would be a minute amount of silicone used for lubrication of the interior gearing. This material is tested and is sterile. Individual parts of the product are completely submerged in test media during all sterilization testing and all lubricants, materials and surfaces are tested for sterility. The investigation is ongoing and a f/u report will be filed when the investigation is complete.